Manufacturer narrative:
(B)(4). Date sent: 9/9/2024. B3: event date unk, entered as (B)(6) 2024. D4: batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6: health effect - clinical code: gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested and the following was obtained: what was the procedure? Patient had surgery (unknown exact case description) at (B)(6) hospital sometime in (B)(6) 2024. Who was the surgeon? Unknown, out of professional courtesy, the name of the original surgeon was withheld. The original surgery was a robotic colon resection of some kind. What device was used? The original surgery was completed robotically. It is unknown exactly what products were used. The hospital is an ethicon contracted facility. There is limited use of medtronic eea at the facility by a couple of surgeons. No confirmation of the exact device used in the procedure was available to me. Per the aligned ethicon reps at (B)(6) hospital- the two surgeons that use eea at (B)(6), one uses with orvil for esophagectomy and the other rarely uses in bariatric procedure. It is impossible to know what was used in the original procedure, but I reported it because there is possibility that an ethicon product was used. Again, I do not know who performed the original surgery and there is no concrete confirmation of exact device used for the end-to-end anastomosis in that procedure. Was a leak test performed? If so, what type and what was the result? It is unknown if a leak test was performed in the (B)(6) procedure. (Original surgery operative notes were not made available to me ¿ patient privacy). Was the staple line visualized endoscopically during the initial surgical procedure? Unknown if a colonoscopy was performed at the completion of the (B)(6) surgery. (Operative notes not available to me) were there any complications intra-operatively? Unknown (operative notes not available to me). How was the leak identified? Unknown. What was observed at the site of the leak upon reoperation? I was told 80% of staple line was not intact. That is the only information I have. How was the leak addressed? A colostomy was placed by original surgeon. It is unclear how the leak was addressed without reading the operative notes from the original case, which I was not allowed to read (patient privacy). No further details available. Were there any issues experienced with the device in the initial surgical procedure? Unknown does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Dr relayed that the original surgeon shared that 80% of the staple line had failed. I do not know how this was determined, visualized etc. Were there other contributing patient factors? Please explain. Unknown please provide a timeline of events. (B)(6) original procedure. Within 24-72 hours, patient had diverting colostomy. Patient referred to dr. For consult and surgery scheduled. I reported this event because there was a possibility an ethicon circular may have been used in the original procedure, I had extremely limited details and have no clarifying information to add to this complaint. I immediate reported what I was made aware of the day I was in surgery with dr. At (B)(6). Who was the source of the conversation? The source of the conversation was dr. Who had been referred the patient by original surgeon. I was told the original surgeon only does robotic colon cases, and therefore referred this patient to dr. Who was able to perform an open colorectal surgery and completed an end-to-end anastomosis with ethicon powered circular. Leak test, icg and colonoscopy confirmed intact circumferential staple line in the final procedure. No further information is available on this case. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a possible complaint dating back to (B)(6) this year following a colectomy on a patient that had a leak 24¿48-hour stool leaked into abdomen after usage of an unknown echelon powered stapler. It was found out that 80 percent of staple line was not intact leading to the patient needing a re-op anastomosis. Rep stated that no records were found about this issue. Not a lot of information on the issue due to how far back it was and it's still unsure if it was caused by an ethicon product or a non-ethicon product.